Event description:
A malfunction alarm with code malf 0 was reported, and there was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, which they acknowledged and understood.